Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Patient provided the following: implant in (B)(6) 2023, symptoms started shortly after the surgery. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g2 - health professional: dr. (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was causing issues after implantation. The customer stated that the lens was intended for both near and far vision; however, they are experiencing a misty effect, difficulty seeing at night, and an inability to drive. The patient consulted five physicians, two of them suggested removing the iol. The patient refused to go under surgery due to the risk. The patient also indicated completing all the required exams and using all the prescribed eye drops without any success. Their physician reported that the original implant surgery went well, the lens is centered; however, the lens is difficult to adapt to. The patient expressed dissatisfaction with the outcome and reported that their work demands a lot from her vision, which has become compromised. The patient is still wearing glasses and experiences great difficulty driving at night, and her vision is partially blurry, causing her discomfort and irritation. No further information was provided.